Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that a manufacturing representative (rep) was contacted by a doctor¿s office to contact the patient regarding a request to explant the device. The patient had not been using the device since shortly after implant. It never gave her the relief she was looking for, less than 50% therapy relief, and no matter how low she ran it the stimulation sensation made her anxious. The rep did not remember the results of checking the stimulator prior to an MRI in 2012. The rep was trying to find a doctor to remove the device. The patient had zero interest in trying to get the stimulator working again. No action was taken yet but it was planned to be explanted. No diagnostic or troubleshooting were performed. The product issue was not resolved and the cause of the event was not determined. No appointment had been scheduled yet as of 15 days later.